Manufacturer narrative:
The symptoms reported by the pt suggested anesthetic toxicity, which could result from either a high rate of infusion or possible systemic administration of anesthetic. The device flow rate was tested and confirmed to be within specs, effectively ruling out an unexpectedly high infusion rate.

Event description:
The pt received 0.2% naropin at 6 ml/hr from a symbios goblock pump (s/n (B)(4)) by percutaneous catheter subsequent to a left shoulder subchromial decompression. First pump was applied and catheter was "dislodged". A second pump and catheter were applied. After 4-5 hours, pt's wife called to report that pt had "ringing in ears", and was "not acting like himself". Wife was advised to close the pump line clamp, thereby terminating infusion of anesthetic. Within 2-3 hours of clamp application, symptoms subsided. Reporter claimed that symptoms suggested high flow rate of anesthetic.